Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on 05-nov-2020 that occurred in the operating room during use in the united states. The reported complaint that the fine needle aspiration(fna) is coming out the side instead of the v groove, involving pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The customer owned video ultrasound gastroscope was received by pentax medical for evaluation on 16-nov-2020. The gastroscope was inspected by pentax medical service under service order (B)(4) and the service technician confirmed that the fna needle is coming out not aligned, and also documented the following inspection findings on 18-nov-2020. Distal body chipped, elevator knob play, prism scratched, elevator washing socket cylinder rubber chipped, image shadows, failed wet leak test, ultrasound connector cable perforation, leak at ultrasound connector cable, failed dry leak test, operation channel- primary slice by accessory, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body, insertion tube mild scratches at stage 1, ultrasound transducer mild discoloration on probe, suction tube mild resistance, leak at # 2 remote control button cover. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 05-mar-2009. The video ultrasound gastroscope is awaiting repair and approved by final qc as of 04-dec-2020. Investigation is in-process.